Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: primary hip arthroplasty description of event: this is a patient who underwent ptc using a posterolateral moore approach. Currently we preserve the insertion of the piriformis muscle tendon. The alexis system was placed underneath the tendon during surgery. At the end, it was possible to verify the complete tear in the muscle belly of the piriformis tendon. It is important to note that: in the case where the insertion of the piriformis tendon is preserved, it could be injured. The placement of the alexis was below the tendon of the piriformis muscle, the reference used was hr005. [Name redacted] told us that it is not a very common technique but that they do it preserving the piriformis so that the quality of muscles after surgery is much more functional. Additional information received from applied medical representative via complaint form on 11dec23: the technique is a posterolateral approach which is not very common, the piriformis is always preserved intact so that later the functionality and recovery is faster, that is, the piriformis is not referenced during the surgery. Very few hospitals do it, but this one does. Dr. [Name redacted] tells us that it is not common but sometimes it happens, not only the piriformis but also the tfl muscle due to tears from the metal retractors. The patient is well and his mobility is normal. Type of intervention: there was no type of subsequent intervention, it was not necessary. Patient status: the patient is well and his mobility is normal.

Event description:
Procedure performed: primary hip arthroplasty. Description of event: this is a patient who underwent ptc using a posterolateral moore approach. Currently we preserve the insertion of the piriformis muscle tendon. The alexis system was placed underneath the tendon during surgery. At the end, it was possible to verify the complete tear in the muscle belly of the piriformis tendon. It is important to note that: in the case where the insertion of the piriformis tendon is preserved, it could be injured. The placement of the alexis was below the tendon of the piriformis muscle, the reference used was hr005. [Name redacted] told us that it is not a very common technique but that they do it preserving the piriformis so that the quality of muscles after surgery is much more functional. Additional information received from applied medical representative via complaint form on 11dec23: the technique is a posterolateral approach which is not very common, the piriformis is always preserved intact so that later the functionality and recovery is faster, that is, the piriformis is not referenced during the surgery. Very few hospitals do it, but this one does. Dr. [Name redacted] tells us that it is not common but sometimes it happens, not only the piriformis but also the tfl muscle due to tears from the metal retractors. The patient is well and his mobility is normal. Type of intervention: there was no type of subsequent intervention, it was not necessary. Patient status: the patient is well and his mobility is normal.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Based on input provided by a medical subject matter expert, a surgeon who is familiar with the device, it is unlikely that the event unit caused the tear as the alexis would not reach deep enough to be placed beneath the piriformis tendon. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.